Manufacturer narrative:
Patient code: (B)(4) suture was done to complete the case. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastric procedure, the staple was able to fire but the staple line was incomplete in distal part. The jaws of the device lock on tissue but it was removed by normal procedure. The incision was extended for more than 1 inch and tissue damage since the stomach was not completely stapled. Suture was done to complete the case.